Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product codes are gff, gfa, and hsz. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibia plating procedure, one 2.5 millimeter drill bit broke and the second 2.5 millimeter drill bit bent. There were no fragments retained in the patient and there were no issues with the implants. The patient outcome was as planned. The procedure was completed but with a time delay of unknown duration. This report is 1 of 1 for (B)(4).